Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized on (B)(6) 2018 due to high blood glucose level with a blood glucose level of 750 mg/dl. The customer¿s reported blood glucose level was 491 mg/dl. The customer reported that they treated high blood glucose level with boluses, manual injections and insulin drips and fluids. The customer reported that she felt dizzy and shaky due to high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose event. The customer also reported that she had been using auto mode on the insulin pump. The insulin pump will not be returned for analysis.